Event description:
During an in-clinic follow-up, a device parameter error was observed on the device. Technical support (ts) was contacted and confirmed that the error message was due to some erroneous parameter settings. Ts suggested that the user needed to reprogram the device's settings to resolve the event. The device was then reprogrammed to resolve the event. The patient is stable with no consequences.